Manufacturer narrative:
Exact date unknown, event occurred a few years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced pain over the ipg site and the device was ineffective. The patient underwent an ipg explant procedure and the explanted ipg will not be returned per hospital policy.